Manufacturer narrative:
Device code 2017- failure to follow steps / instructions. The device was not returned for analysis. A photo was provided by the account which appears to show the reported guide break, confirming the reported complaint. It should be noted that the proglide instructions for use states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it could not be determined if the reported deviation caused or contributed to the difficulties. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the additional medical intervention appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional three perclose proglide devices referenced in b5 are being filed under separate medwatch manufacturing report numbers.

Event description:
It was reported that an arteriotomy closure of a common femoral vein was attempted using four proglide devicea via a 9fr sheath after an electrophysiology (ep) ablation procedure. Reportedly, a cuff miss occurred with three proglide devices. An additional proglide device was advanced; however it was noted that the guide was broken where the black and silver piece meet. The device was removed and manual arterial compression was applied to achieve hemostasis. No additional information was provided.